Event description:
Per end user, client called that the adapters were "crumbly" resulting in 4 incidents, the plastic hub falls apart, of the 4 incidents, 3 they were able to remove the adapters but in the process of removal, they fell apart. The 4th incident, the pieces were not removable and the patient had to go to the hospital to have the pieces removed.